Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer has reported via local team that when running the alinity m sars-cov-2 assay, lately they are receiving a large number of "late positive" results, i.e., results with cycle number (cn) > 40.5, that are negative when tested with the seegene assay. Customer reports sometimes samples are also negative when the same sample is retested on the same alinity m system. Molecular application specialist (mas) has downloaded files and has requested information about specific sample ids to verify. Customer has provided a list of 36 samples from the month of december that have been reported negative with seegene, but customer indicates that there could be more from previous months. Of the samples reviewed, a few samples generated a negative control that failed its internal control and one sample generated a positive result while having a failed internal control. All other samples have acceptable controls. There are no indications of potential instrument malfunctions, and most of the samples referred by customer are not happening "clustered together" or in any other recognizable pattern. Customer reported that the questioned results from alinity m were not reported outside the laboratory. The customer is retesting all late positive results on seegene. Customer confirmed that there has been no impact to patient management associated with the questioned results. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the review of the data demonstrated that the assay software and the abbott alinity m sars-cov-2 amp kit (list 09n78-90) lot 511504 is performing as expected. The assay reagents performed as expected and met the assay specification requirements. The samples evaluated displayed late cycle number (cn) target amplification and may represent low titer samples that are near the lower limit of detection (llod) for the assay. Differences in lod between the alinity m sars-cov-2 assay and the seegene assay may explain discrepancies between platforms. There is no indication that lot 511504 is performing outside of established design performance specifications. Note: only the logs that were mentioned in the activity text of the ticket and/or contain the complainant samples were reviewed. Quality data review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 511504 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 511504. The CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 511504 and its components was performed and did not identify any internal or post-production use issues related to this issue and these lot numbers. Complaint history review: the lot specific complaint history review for alinity m sars-cov-2 assay (list 09n78-090) lot 511504 identified one additional related complaint ticket which was independently investigated and unconfirmed. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 511504 was not identified.